Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not reproduce the reported event. No electrical anomalies were observed. The battery was found to be depleted. Visual analysis revealed the upper and lower case, battery drawer, ring cover, and side bail cover were broke. A ring bail, side bail cover, and bail were missing. Both battery contacts were contaminated, and one was compressed. A lead flex cover was also contaminated. The damage to the device and battery depletion indicate evidence of mishandling or misuse.